Event description:
Inserted insyte catheter attaching j-loop extension to hub and tightened it to ensure patency and no leaks. Applied sterile film, began #2 line on same pt. Blood began seeping at connection and had to redo entire dressing because it was contaminated. Also had used extension set on another pt without attaching interlink injection site and had no clamp to stop profuse blood flow. Blood was everywhere.